Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by medwatch representative via mail that a patient was presented with a distal fibula fracture and associated syndesmosis disruption. Patient was initially treated with arthrex fibula nail, the fibulock and tightrope. The fibila nail broke within 12 days of being implanted. In order to remove the nail, surgeon had to remove a large amount of bone and create a large incision followed by implanting a plate as a replacement treatment.